Event description:
It was reported that the patient dropped the ilet pump, after which the touchscreen became unresponsive and the display appeared grayed out; the pump had been left on a charger with a working power supply, the ilet app disconnected, and the device required replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed a software problem associated with a nonresponsive user interface consistent with a key/button or touchscreen input failure, with the affected device component identified as the touchscreen. It was also communicated that the replacement device will no longer be watertight. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.